Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of silicone sleeve of the clave port remained in the opened position. The tubing sets were being used to deliver unspecified solutions. At unspecified times, it was reported that the silicone sleeve of the clave port of the tubing sets remained in the opened position. The customer contact reported that solution leaked and unspecified volumes of blood loss were noted. There were no reported adverse patient effects and no delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided including if the tubing sets were replaced and the therapies were resumed.